Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The hub on a palmaz genesis opta pro stent was noted to be cracked when the syringe was going to be attached. The product was never prepped or used in the patient.

Manufacturer narrative:
The hub was noted to be cracked when the syringe was going to be attached. The product was never prepped or used in the patient. A non-sterile palmaz genesis, on an opta pro 9mmx39cm, 80 cm was received coiled and inside a bag. The balloon and the stent were not used. A crack was noted in the inflation port of the luer hub. No other anomaly was noted in the returned device. A scanning electron microscope was done to the hub and the results showed that the internal and external surfaces of the hub presented no evidence of damage. Minimal cracking could be noted in the external surface of this piece along with the craze that went through the whole wall thickness of the hub. No visual evidence of any chemical degradation or cutting in the material was noted. The exact cause of this cracking could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of the investigation of the recent complaint received for the cracked hub on palmaz genesis, on opta pro, was performed in order to assess current controls and how the actual process would have an impact in this complaint. The scope of this assessment includes the opta pro ca assembly and palmaz genesis, on opta pro, stent delivery system lines. After visiting the opta pro process, there were no materials, tools or equipments that could generate the hub crack. The reported cracked hub was confirmed; however, the exact cause of these damages could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. With the information available it is not possible to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process.